Manufacturer narrative:
The insulin pump was received with currents in specs. No unexpected battery out limit alarmed from the pump. The pump was received with intermittent button response due to moisture damage keypad traces, minor scratched lcd window, cracked case near display window corners and cracked reservoir tube lip. The numbers does not ramp up on its own or scroll bar moving with no input. (B)(4).

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 188 mg/dl. The customer stated that the numbers were scrolling and the act button does not respond properly. The customer stated that he changed the battery and the pump alarmed battery out limit. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.